Manufacturer narrative:
We have inspected the dhf of all lots shipped to the hospital including material certificate and the batches were processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke intra-operatively. There were no delays in surgery. No additional surgery required. No inherent danger or concern.